Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use on the patient, the cardiosave intra-aortic balloon pump (iabp) alarmed and failed to automatically inflate. There was no patient harm. A getinge field service engineer (fse) replaced the drive valve group (0104-00-0031) and the device passed all factory-specified performance and safety index tests. Unit can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use, the cardiosave iabp unit failed to automatically inflate. The user replaced the device in time, and no personal injury was caused.